Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the redundant medical grade power supply (mgps). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The redundant mgps was analyzed and found error 417 failure was confirmed. Fan #1 start making loud noises and was on and off intermittently. The complaint regarding bad power supply was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the clinical sale rep (csr) informed the field service engineer (tse) that the surgeon side cart (ssc) lost power multiple times. The csr flipped the breaker, but the power did not return. In addition, the csr reported an unusual sound was coming from the ssc. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotic coordinator informed one surgeon side cart (ssc) died. The whole system then turned red once they rebooted the system, they just used one ssc. The case was original set up for dual system with 2nd ssc and the ports were placed when the issue was identified. The case was completed with only one ssc with no harm to the patient.